Event description:
It was reported that the balloon ruptured. A 5.00 mm x2.0 cm x135 cm peripheral cutting balloon was selected for use on the forearm. During the procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.